Event description:
It was reported through a remote transmission that the patient's right atrial (ra) lead was oversensing noise resulted in inappropriate mode switch episodes. No intervention has been performed. Patient status was not provided.